Manufacturer narrative:
Gbo complaint: (B)(4). Received 3pcs 450230/b15013mh for evaluation. We have forwarded the complaint and samples to our affiliated headquarter from which we receive the products. According to their investigation and comments, a review of the production and testing documents indicate no deviations were detected and all requirements were met during production. No abnormalities or deficiencies were detected during in-process control that would affect function. Customer sample were evaluated and no deviations were detected, neither spin out not kickback occurred. Therefore, this complaint can not be determined.

Event description:
Customer states that on three occasions the needle has dislodged from the holder during blood collection when a tube is pressed into the holder. No patient injuries or blood exposures / needle stick injuries have occurred as a result.